Event description:
The instrument 6nm torque limiter was incorrectly used to tighten the screw of the gmk hinge fixed tibial insert and the head of the screw broke off. The broken screw could not be removed and an insert w/o screw was implanted. Ref MFR # 3005180920-2013-00128.